Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off during use. The infusion set was in use for 2 days. Blood glucose levels during the event was 163 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.